Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the large volume pump (lvp) restart key was unresponsive and needed to be replaced. There was no patient involvement.

Event description:
It was reported that the large volume pump (lvp) restart key was unresponsive and needed to be replaced. There was no patient involvement.

Manufacturer narrative:
Updated a1, d1 from alaris pump to alaris pcu, d4:8015 and d11. Removed d4 (serial/UDI) & h4.